Event description:
Patient got a small skin tear on elbow on sharp part of top bed rail. Band-aid applied. The manufacturer was called about incident, and the service representative is currently filing sharp edges to prevent a future repeat incident.